Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose value of 700mg/dl. The customer blood glucose level was 526mg/dl at the time of incidence and current blood glucose value was unknown. The customer was treated with manual injection for high blood glucose value. Customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir. Assisted customer with performing the high performance test and test was passed. Advised customer to change entire set, reservoir and insulin and treat per health care professional instructions. The device will not be returned for analysis. Frn-unk-rsvr; unomed inf set.